Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected. When the device was removed from the hoop, the mandrel was pulled out of the end of the balloon. As a result, there was a separation at the hypotube to the distal balloon shaft. The whole distal end of the balloon was pulled apart. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.